Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 122 patients, 124 procedures, (65 males, 59 females; mean age 58.8) for synmesh implants against all other surgical cases recorded within the spine tango registry between november 11, 2007 and july 23, 2025. Final registry report outcome description: intraoperative general and surgical complications: 1 patient had unspecified intraoperative general complication. 14 patients had dural lesion intraoperative surgical complication. 2 patients had fracture vertebral structures intraoperative surgical complication. 2 patients had nerve root damage intraoperative surgical complication. Postoperative surgical complication before discharge: 1 patient had recurrent nerve paresis postoperative surgical complication. 1 patient had wound infection deep postoperative surgical complication. Postoperative surgery follow-up complications: 1 patient had adjacent segment pathology at follow-up. 1 patient had sensory dysfunction at follow-up. 1 patient had wound infection deep at follow-up. 1 patient had reoperation due to hardware removal. 1 patient had reoperation due to adjacent segment pathology. 1 patient had reoperation due to failure to reach therapeutic goals. 3 patients had reoperation due to wound healing problem. 2 patients had reoperation due to postoperative infection deep. 1 patient had reoperation due to instability. 1 patient had reoperation due to implant breakage. 1 patient had reoperation due to unspecified other reasons. 3 patients had reoperation due to unknown reasons. This report captures the postoperative surgical complication before discharge and postoperative surgery follow-up complications.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.